Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer observed unspecified low sensor readings which made him feel nervous, uncomfortable, and called for an ambulance. The customer was transported to the hospital where a blood glucose reading of 480 mg/dl was obtained. The customer was treated with unspecified infusion and insulin (dose/type unknown) for diagnosis of hyperglycemia and hospitalized for three days. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer observed unspecified low sensor readings which made him feel nervous, uncomfortable, and called for an ambulance. The customer was transported to the hospital where a blood glucose reading of 480 mg/dl was obtained. The customer was treated with unspecified infusion and insulin (dose/type unknown) for diagnosis of hyperglycemia and hospitalized for three days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.